Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This patient had original surgery approx 12 months ago and was admitted to hospital a few days ago with severe pain and was unable to weight bare. No evidence of infection intra-operatively or in bloods. Dr xicat took multiple specimens. Images available show no in growth on any of the implants removed. All components were loose - femoral component removed by hand and replaced with cemented revision components.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.